Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a company representative regarding a (B)(6), male patient who was receiving dilaudid 15mg/ml at 7.6 mg/day via an implantable pump for non-malignant pain. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the patient saw the motor stall code on their personal therapy manager (ptm) and heard the pump alarming every 10 minutes. The cause of the motor stall was unknown. The patient did not have a magnetic resonance imaging (MRI) and was not around any electromagnetic interference (emi) that they knew of. No patient symptoms were reported. On (B)(6) 2016, the patient went to their healthcare provider's (hcp) office and the pump logs were read which confirmed a motor stall on (B)(6) 2016 with recovery about 20 hours later on (B)(6) 2016. The pump was programmed to minimum rate and the patient was scheduled for a pump replacement. If additional information becomes available, a follow-up report will be submitted.